Event description:
Note: date of event is unknown. It was reported to boston scientific corporation, that an endovive safety peg kit device was used during a percutaneous endoscopic gastrostomy (peg) placement procedure. According to the complaint, the metal wire broke when pulling the peg through the skin of the patients abdomen. The procedure was completed successfully. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine."

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies related to the reported complaint were noted.